Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The customer's report of leakage was confirmed. Visual inspection showed dried residual fluid was present in the sample. Functional testing of the returned sample confirmed the customer¿s report as fluid was observed to be leaking from a hairline crack on the female luer of the returned maxzero connector. The root cause of the customer's report could not be identified.